Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, stuck in stent occurred. The 90% stenosed lesion was located in the moderately calcified and moderately tortuous middle left anterior descending (lad) artery. The lesion was pre-dilated with a 2.0mm apex balloon catheter and then an unknown size non-bsc stent was implanted in the lad proximal ~ lad middle. The stent was postdilated with a 3.0mm non-bsc balloon; however, there was a possibility that the stent was not expanded well because the target lesion was moderately calcified. The guide wire exit port of the atlantis sr pro2 imaging catheter became stuck on the mid portion of the stent during post-ivus. The sheath of the imaging catheter was cut off and then the catheter was released from the stent by itself when attempting to insert a non-bsc guide wire into the sheath. The imaging catheter was removed successfully. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, stuck in stent occurred. The 90% stenosed lesion was located in the moderately calcified and moderately tortuous middle left anterior descending (lad) artery. The lesion was pre-dilated with a 2.0mm apex balloon catheter and then an unknown size non-bsc stent was implanted in the lad proximal lad middle. The stent was postdilated with a 3.0mm non-bsc balloon; however, there was a possibility that the stent was not expanded well because the target lesion was moderately calcified. The guide wire exit port of the atlantis sr pro2 imaging catheter became stuck on the mid portion of the stent during post-ivus. The sheath of the imaging catheter was cut off and then the catheter was released from the stent by itself when attempting to insert a non-bsc guide wire into the sheath. The imaging catheter was removed successfully. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: examination of the returned device revealed the guidewire exit port was lifted 1.0mm. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Two flaps of the hub rotator were damaged. The unit was able to connect into mdu system properly. Image characterization testing revealed a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).